Event description:
The customer reported that the power switch on his olympus evis exera iii video system center was stuck. Additional details relating to the patient and the event have been requested but were unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device was still equipped with the old version power switch, and it was confirmed stuck in the ¿off¿ position. The main switch needs to be replaced with the new model. Additionally, the unit was still equipped with the old software, it is recommended that it be updated with the latest software for optimal performance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the stuck/faulty power switch could not be identified. However, it¿s likely the cause is related to the amount of operating force applied to the power switch and the number of times exceeding the expected value/assumption. It was confirmed that the subject device was manufactured before the design change measures for the power switch were taken. It was also confirmed that the design was changed as a resistance improvement of the power switch breakage. Olympus will continue to monitor field performance for this device.